Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, system had prompted for a validation code, despite the facility using rxverify for controlled substance verification. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, system had prompted for a validation code, despite the facility using rxverify for controlled substance verification. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that rxverify was not functioning properly. A technical support specialist reset aps sync, and the system began syncing successfully. The system functioned as intended after the technical support specialist troubleshot the device.